Manufacturer narrative:
Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2021-19234. It was reported that the patient's leads migrated after the patient experienced a fall and could not feel stimulation. The issue was confirmed via x-rays. Lead diagnostics showed high impedances. As a result, the patient underwent surgical intervention wherein both leads were explanted and replaced with a single lead to address the issue.

Manufacturer narrative:
Date of event is estimated.